Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed the luer locking adapter sleeve was broken. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was found with the distal coupler broken off. This was found during a routine tubing change after eleven hours of use. There was no patient injury or medical intervention associated with this event. No additional information is available.